Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm fg maverick 2 mr balloon catheter was advanced for dilatation. However, during the third inflations at 6 atmopsheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There was a hypotube separation at 76.9cm from the strain relief. The separated ends of the device were ovaled in shape indicating the device was kinked prior to separation. There were numerous kinks to the device. There was contrast present in the inflation lumen and balloon. There was blood in the guidewire lumen. The balloon was tightly folded. The device was soaked in a water bath to break up contrast in the device. A stopcock was attached to the device, then attached to an inflation device filled with water and was inflated to rated burst pressure. The device inflated and deflated with no issue. Product analysis could not confirm the reported event, as during functional testing the balloon inflated to rated burst pressure and deflated with no issue.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm fg maverick 2 mr balloon catheter was advanced for dilatation. However, during the third inflations at 6 atmopsheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.